Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 8 june 2015. The fse reported the update to the waste chute and the dispense lane were not installed on this instrument. The engineer installed a new waste chute and adjusted the tension to the lane belt. The fse verified all other alignments were correct. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was a waste chute update was required.

Event description:
On (B)(6) 2015 a customer required an update of the waste chute for their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting fsh, e2, prog, lhii and bchg patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.